Event description:
Dr. (B)(6) reported that a biodesign hernia repair graft ((B)(4)) was used for a laparoscopic ventral hernia repair on (B)(6) 2012, at (B)(6) in (B)(6). The graft was tacked with a "protacker" and the initial surgery was uneventful. On (B)(6) 2012, the pt was admitted to the hospital and diagnosed with a small bowel obstruction. During the surgery it was found that the biodesign was adhered to the greater omentum as well as a loop in the small bowel. When the surgeon peeled the biodesign off the small bowel, the outer layer of the serosa tore away and required suturing. The tear caused a hole on the bowel. The loop of bowel that was adherent was described as very inflamed and found to be obstructed. The graft was removed and discarded. Current pt status was not provided by the reporter.

Manufacturer narrative:
No device evaluated. Device was not returned to the MFR. Adhesion info is a known risk of procedure of a ventral hernia repair. The adhesions in this case occurred to the small bowel, allegedly causing an obstruction. Several factors can influence adhesion formation including any damage to the bowel during the initial surgery. Excessive tissue incisions, prior surgeries, excessive handling of viscera, post-operative activities and nutrition, among others. Adhesion formation is listed as a potential complication in the instruction for use (IFU).